Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a small amount of blood around the sensor but not on the connector of the transmitter. Customer was explained that usually sensor glucose and blood glucose meter readings will be close, however, they will rarely match due to how glucose travels in the body. Customer had his last bolus 1 hour and 30 minutes ago. Customer verified that their blood glucose is 16.2 mmo/l. Customer's current sensor glucose value is 3.2 mmol/l. Difference between readings is not within an acceptable range. Customer's blood glucose was 15.2 mmol/l before the end of the call. Customer was advised not to calibrate on a sensor alert. Customer will be shipped a replacement sensor.